Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter read inaccurately high compared to the her feelings and/or her normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2012 she obtained an alleged inaccurate high reading of approximately 247 mg/dl with the subject meter. The cca noted that the patient is on insulin pump therapy. In response to the elevated result, the patient claimed she took a correction bolus via her pump. Approximately 2 ½ hours later, the patient claimed she felt 'disoriented and lost her memory.' The patient stated when her blood glucose was tested on another device, the reading registered at '39 mg/dl.' The patient reported she was treated with food and/or drink by a non-hcp. At the time of troubleshooting, the cca noted that a control solution test was ran on the subject meter and the result fell outside of the specified control solution range. Replacement product was sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (03/13/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 and(B)(4) 2013 with the following findings: the meter passed testing and functioned properly; no faults were found. The test strips also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.